Event description:
It was reported to philips that c-arm was not moving. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the procedure but the user didn¿t provide the information. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving intermittently. A review of the system log file confirmed the geometry error. Upon functional testing, the fse confirmed that the geo module joystick was broken. To resolve the issue, the fse replaced the geo module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.